Event description:
It was reported that the patient with this sling device presented with recurring incontinence. An artificial urinary sphincter (aus) was implanted. There were no additional patient complications reported.